Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, the left hip gave away and he is unable to bear weight on the right side. Potential broken modular neck.